Event description:
Implant was loose. It was placed (B)(6) 2020; pain reported (B)(6) 2020. Gingivectomy procedure on (B)(6) 2020. Implant removed (B)(6) 2020. New implant placed in #28 area non integration